Manufacturer narrative:
Other relevant device(s) are: brand name: micra av, model #: mc1avr1-delsys / expiration date: 14-mar-2022 / serial#: (B)(4) UDI #:(B)(4), no dev rtn to MFR? No, mfg date: 01-oct-2020 labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the ipg dislodged post flushing and flossing and tether cutting. It was reported that immediately post cutting of the tether, there was minimal tension and the physician slowly began pulling it with the heartbeat. As the physician pulled on the tether under fluoroscopy, he noticed there was more tension on it. The leadless ipg was then observed to be dislodged under fluoroscopy. The leadless ipg was recaptured successfully, attempted/not used and replaced with a new leadless ipg. No patient complications have been reported as a result of this event.